Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed rash on his back under the therapy electrodes. The patient described the area as red, raised bumps, no open skin. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told him it was a yeast infection and prescribed nystatin cream. Follow up indicated that the area got better.